Event description:
Philips received a complaint on the v60 ventilator indicating that a battery failed alarm had occurred. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and downloaded the device's diagnostic report (drpt). The diagnostic code for a battery failed alarm was confirmed to have been logged in the drpt, but the fse was unable to duplicate the issue. The fse replaced the power management (pm) printed circuit board assembly (pcba), and then completed a performance verification test (pvt), which the device passed. The device was provided back to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.